Manufacturer narrative:
A supplemental will be filed once the investigation is completed.

Event description:
It was reported that both the catheter and tubing used in the procedure malfunctioned. The catheter was cut in order to remove it from the patient. The procedure was able to be completed successfully using another device.

Manufacturer narrative:
On 4/20/2017, stryker sustainability solutions (sss) was contacted by FDA medwatch requesting the submission of supplemental #1 for MDR 0002090040-2015-00016. Although a supplemental report was previously submitted on 8/11/2015, it was discovered this report was erroneously documented as supplemental #2. Upon realizing this, and after receiving confirmation from FDA medwatch, the supplemental was resubmitted as #1. The returned complaint device was returned to stryker sustainability solutions (sss) for evaluation. Visual inspection of the returned device confirmed the tubing inside of the catheter was fractured. The catheter was also observed to have been cut. A review of the device history record indicates the device met all inspection and test criteria prior to release from sss. Therefore, the most likely root causes for the event are: - the device being received by sss in non-working condition. - ancillary equipment error. - too much force applied to the inner plastic stylet. - attempting to bend or otherwise alter the shape of the device. - damage to inner stylet when connecting the catheter. - damage to catheter when using the inner stylet. - shipping damage, handling damage subsequent to distribution from sss. - user improperly manipulating catheter and/or inner plastic stylet. - poor fit of components causing user to exert excessive force when inserting the device. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that both the catheter and tubing used in the procedure malfunctioned. The catheter was cut in order to remove it from the patient. The procedure was able to be completed successfully using another device.